Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material has remained since the device had a physical breakage. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a cloudy image. There was no patient harm associated with the event. The device was evaluated, and it was found that the tip cover had foreign matter. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending in up direction did not meet standard value; due to wear of angle wire, the play of up/down knob was out of standard value; adhesive on bending section cover had a chip, crack, and discolored area; plastic distal end cover had a scratch; connecting tube had a scratch and wrinkle; control unit had discoloration; grip was shaved; universal cord had a scratch and wrinkle; suction connector had discoloration; and indication on suction connector was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) medical center.